Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned.

Event description:
It was reported that the patient in the past 2 years stumbles a lot right hip does not feel right, hard time climbing upstairs. Update (B)(6) 2019 wg: rep was given a primary usage sheet from (B)(6) 2011 and a revision usage sheet from (B)(6) 2019. The abgii modular stem, 32 -4 lfit head, and 32d poly liner were revised to a restoration modular stem construct with 3 dall-miles cable sets, a 36 -5 biolox head, and 36d insert. The rep was not present for the revision procedure and has no further information (pre-op diagnoses, patient complaints, intra-operative findings) regarding the revision. The rep also confirmed that no further information will be released by the hospital or surgeon. Update (B)(6) 2019: as per related pi, the following was documented; 'pre-op diagnosis: multiple dislocations s/p revision tha (previous revision)'.